Event description:
Proglide was defective. A part broke as surgeon was using it. Another device was used to achieve hemostasis. No harm to patient manufacturer response for proglide, (brand not provided) (per site reporter): notified rep for pick up.